Event description:
The complainant indicated feeling like complainant was having an insulin reaction. Pt tested self with the glucometer elite and rec'd a result of 444 mg/dl. Pt retested and rec'd results of 87, 76, and 64 mg/dl. While on the phone a review of the operation of the system was made. Electronic checks were performed and were found to be within spec. However, it was learned that the customer was using excel off brand reagent strips. The excel off brand reagent strip is not supplied by bayer. MFR do not recommend or support the use of an off brand reagent in glucometer elite system. The customer was instructed to contact the MFR of the off brand reagent for further investigations. The complaint is considered closed for purposes of MDR.